Event description:
The customer reported via phone call that he had a compromised force sensor system alarm and a motor error alarm. Customer's blood glucose at the time of the incident was 316 mg/dl. Customer stated that he was trying to rewind the pump but it was not working. Customer stated that his blood glucose was high. Customer had a motor error alarm followed by a compromised force sensor system alarm. Customer was assisted with clearing the alarm. Customer tried to rewind but stated that the pump gets stuck and gives a motor error. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The functional testing could not be completed due to the alarm. The motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, scratched reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.